Manufacturer narrative:
Please refer to the investigation report. (B)(4).

Event description:
Reportedly, the patient implanted with the subject pacemaker underwent surgery for amputation of left arm on (B)(6) 2017. Electrocautery was used during the surgery. Although no abnormality had been observed on pre-procedural pacemaker check, when measuring the r-wave amplitude in a sensitivity test, the electrocardiogram showed no waveforms and only a flat baseline. While being programmed to operate at 60 min-1 in vvi mode, the pacemaker was performing ventricular pacing at the programmed basic rate without sensing the patients spontaneous rhythm (around 100 bpm). No ventricular threshold test was performed. The battery curve showed that the battery impedance increased in a short period of time. On (B)(6) 2017 the hospital informed that the aforementioned ventricular pacing at the basic rate, which resulted from ventricular undersensing, ceased after some time. The patient died on (B)(6) 2017 due to multiple organ failure resulting from necrotizing fasciitis. There is no causal relationship between the patients death and the pacing system.

Event description:
Reportedly, the patient implanted with the subject pacemaker underwent surgery for amputation of left arm on (B)(6) 2017. Electrocautery was used during the surgery. Although no abnormality had been observed on pre-procedural pacemaker check, when measuring the r-wave amplitude in a sensitivity test, the electrocardiogram showed no waveforms and only a flat baseline. While being programmed to operate at 60 min-1 in vvi mode, the pacemaker was performing ventricular pacing at the programmed basic rate without sensing the patients spontaneous rhythm (around 100 bpm). No ventricular threshold test was performed. The battery curve showed that the battery impedance increased in a short period of time. On (B)(6) 2017 the hospital informed that the aforementioned ventricular pacing at the basic rate, which resulted from ventricular undersensing, ceased after some time. The patient died on (B)(6) 2017 due to multiple organ failure resulting from necrotizing fasciitis. There is no causal relationship between the patients death and the pacing system.